Manufacturer narrative:
User-related considerations: there were no user-related issues reported that appear to have contributed to the reported event. Patient-related considerations: there are no patient conditions reported that appear to have contributed to the reported event. The reason for the revision reported cannot be confirmed from the information provided but may be the result of glenoid loosening. The reported glenoid loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code.

Manufacturer narrative:
H3: pending investigation. D10: (B)(6) - 300-30-07 - equinoxe preserve stem 7mm, (B)(6) - 315-35-00 - glnd kwire, (B)(6) - 315-35-00 - glnd kwire, (B)(6) - 320-01-38 - equinoxe reverse 38mm glenosphere 6198913 - 320-10-00 - equinoxe reverse, tray adapter plate tray +0, (B)(6) - 320-15-05 - eq rev locking screw, (B)(6) - 320-15-08 - sup/post aug plate, r rs glenoid baseplate, (B)(6) - 320-20-00 - eq reverse torque defining screw kit 6166816 - 320-20-30 - eq rev compress, screw lck cap kit, 4.5 x 30mm, (B)(6) - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6) - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6) - 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm , (B)(6)- 320-38-00 - equinoxe reverse 38mm humeral liner +0 5994207 - 321-20-00 - equinoxe, reverse shoulder drill kit.

Event description:
As reported, the patient had an initial right rtsa on (B)(6) 2019. The patient was revised on (B)(6) 2023 due to glenoid loosening and evidence of notching. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.